Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her infusion sets disconnected at the part that connects to her body while she was in the restroom, the tubing came off from the connector at quick release and this occurred three times. The site was at the upper leg side and the pump was in the pocket. The infusion was in use for more than one day. Reportedly, the infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.